Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge would not clip into place on the pump. There was no reported impact to customer's blood glucose level. Reportedly, the customer was eventually able to load the cartridge and resume insulin delivery.